Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 due to high blood glucose. The customer¿s blood glucose level was 900 mg/dl at the time of the incident. Customer got positive results in ketones test. Customer states that high blood glucose event began on (B)(6) 2019 infusion was last changed on (B)(6) 2019. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip, fluid and manual injection. Customer was alleging possible pump under delivery. Customer was assisted with self test. Customer declined to troubleshoot for high blood glucose due to past event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
The supplemental report was submitted with an incorrect aware date. The correct aware date is (B)(6) 2019.